Event description:
The account stated that the nurse call switch did not work on the siderail.

Manufacturer narrative:
The technician isolated the issue to the communication cable. He replaced the communication cable to repair the bed.